Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 40 years old, female, with medical history of diabetes mellitus (type unknown), renal insufficiency, hypercholesterolemia, hypertension, anaemia and high bleeding risk. Patient presented with nstemi. Index pci was done on (B)(6) 2025 to target one type c lesion at 70% stenosed proximal lad and one type b2 lesion at 80% stenosed proximal circumflex. First, pre-dilatation was done using nc accuforce 3.0mm balloon and scoreflex 3.00mm balloon. Lesion length was 52 mm and reference vessel diameter was 3.50mm. Biofreedom 3.00 mm x 36mm (lot number: w23080196) stent and biofreedom 3.50mm x 24mm (lot number: w24100004) stent were both implanted at 16 atm in the proximal to mid-lad and proximal to ostial lad respectively with both stents overlapping. Post-dilatation performed with nc accuforce 3.5mm balloon at 14-16atm. Timi flow post-procedure was three. No intracoronary imaging was done. Second, one biofreedom 3.00 mm x 28mm (lot number: w24090628) stent was implanted at 16 atm at proximal lcx. Lesion length was 24 mm and reference vessel diameter was 3.00mm. Timi flow post-procedure was three. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. On (B)(6) 2025, patient had hypertensive urgency as she missed her medication for a few days post-pci. During the one month follow-up on (B)(6) 2025, patient had no angina. On (B)(6) 2025, patient had persistent headache at 5-6 pain score and nausea. No vomiting. No trauma or bleeding tendencies. Patient came for adhoc tca. No neurological deficit. Patient was sent to emergency department for further blood pressure stabilization and CT brain suspected stroke. The site determined this as not related to the device. During the 9 months follow-up on (B)(6) 2026, patient had severe in-stent restenosis (isr) at >70% stenosis, determined by quantitative coronary angiography (qca) in the proximal and mid-lad (at non-overlapping stent site). Patient had no other clinical symptoms. Re-pci was done at proximal to mid-lad within 48 hours. Even though the lcx stent is still patent, mild isr was observed, and medical therapy was given as treatment.

Manufacturer narrative:
The biofreedom (bfr1-3036/w23080196, bfr1-3524/w24100004 & bfr1-3028/w24090628) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on limited clinical information, the occurrence of severe in-stent restenosis (isr) (>70%) in the proximal to mid-lad at 9-month follow-up is assessed to be multifactorial, with the primary contribution attributed to patient- and lesion-related factors. The patient had multiple known risk factors for restenosis, including diabetes mellitus, renal insufficiency, hypertension, anaemia, and diffuse coronary artery disease at a young age. The treated lad lesion was complex (type c), long (52 mm), and required implantation of overlapping stents (biofreedom 3.00 mm x 36mm and biofreedom 3.50mm x 24mm) all of which are established predictors of isr. Procedural factors may have contributed, including long stented segment and absence of intracoronary imaging to confirm optimal stent expansion; however, angiographic results were satisfactory with timi 3 flow post-procedure, and no acute procedural complications were identified. The pattern and timing of isr are consistent with biological restenosis rather than device malfunction or procedural failure. Patency of the left circumflex stent (biofreedom 3.00 mm x 28mm) with only mild isr further supports appropriate device performance. Therefore, the biofreedom devices most likely functioned as intended. The reported isr event is determined to be related primarily to patient condition and lesion complexity, with procedural factors as secondary contributors. No causal relationship to device deficiency was identified. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.